Manufacturer narrative:
Clarification for section d: left sn (B)(4) , right sn (B)(4). However, since there is no information that which side was ruptured, device serial no. Has not been captured. Only the catalog no. Is captured since it is same for both devices. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. The reason for reoperation is rupture.

Event description:
Patient reported unknown side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening extended on posterior and underweight. A visual and microscopic analysis was performed which identified: sharp opening on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior (patch/shell bond edge) assessed as an unidentified (tear) opening.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4., b.5., d.4., d6b., g.2., h.4., h.6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.